Manufacturer narrative:
No patient involvement. Device is an instrument and is not implanted/explanted. A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Initial review for unknown concomitant device (cable) is as follows: the cable was received stuck in the tensioner due to the jammed condition and fraying on the end due to being cut. Upon visual inspection, there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cable was jammed inside the cable tensioner. This occurred during an in-service for sales consultants on (B)(6) 2017. There was no patient involvement. Concomitant: (B)(4) qty, unknown cable. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 391.201, synthes lot number: p056867, supplier lot number: n/a, release to warehouse date: 02-dec-2009, 29-dec-2009, 21-jan-2010, 11-feb-2010, expiration date: n/a, supplier: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A manufacturing investigation was performed. The inspection results of this device are as follows: a cable is stuck in the tensioner. Destructive testing results are as follows: once the cable was removed the tensioner functioned as intended. A DHR review has been conducted and confirmed that the device met specification prior to shipping. No manufacturing related issue was identified and/or confirmed. Corrected data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.